Event description:
The user reported that the roller pump did not work. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.